Event description:
Caller reported a cartridge alarm 30, which did not cause the customer's blood glucose level to exceed 500 mg/dl and was within normal range. Customer received assistance in loading a new cartridge using proper technique and was able to successfully resume insulin therapy. The issue was resolved.